Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the door not fully latched alarms, and found that the force required to secure the door is above expected levels. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had "door not latching properly" in the intensive care unit. It was also reported there was no pt injury.